Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.